Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012854884 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test revealed an open loop on the electrode wire #3, 4, 5, 6, 7, 8, and 9. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the handle segment, it was observed that the electrode wires were broken. During inspection of the handle segment, it was observed that the hypotube was broken at 9.5 inches from the luer. In conclusion, the loop catheter failed the returned product inspection due to the broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was detected on electrode seven. The catheter interface cable was replaced without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.